Event description:
A malfunction alarm related to altitude was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by replacing the cartridge, and technical support provided tips for preventing future altitude alarms. The pump subsequently resumed normal operation.